Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the high-resolution stereo viewer for failure analysis investigation. The unit was analyzed and was found that in remote fe and artemis, no data was found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed and tested on the printed circuit assembly (pca) test system. Powered on showing a blank screen. The probable root cause in this case is attributed to an electrical component issue in the touchscreen. This issue can be resolved by replacing the left eye monitor.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the high-resolution stereo viewer. The system was verified for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a vinci-assisted surgical hysterectomy benign procedure, the customer informed the technical support engineer (tse) that the surgeon side cart (ssc) left eye was black. The customer tried two endoscope and cycled system power before calling. The tse asked the customer to cycle system power and ssc circuit breaker. The system powered and homed successfully. The customer confirmed left eye was still black. The tse asked the customer to verify no digital video interface (video output) cables connected at back of ssc. The tse viewed the live logs and no scope related message in the system logs. The surgeon continued with the procedure robotically. The procedure was completed as planned with no reported injury.